Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, system full height cubie drawer was stuck. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, and the user was not able to get medication from cubie. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer had a pocket with a broken lid. A field service engineer removed the pocket, rebooted the station and recovered the drawer. The system functioned as intended after the field service engineer repaired the device.